Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 32.3 mmol/l. It was stated that the customer experienced ketones, thirst and frequent urination. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but it was stated that insulin was leaking from the infusion set tubing. The insulin pump passed the high pressure test with a new infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.